Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure the tip broke off at the beginning of the pedicle while inserting the needle without initiated excessive force. It is unknown if there was no surgical delay. Patient status is unknown. This complaint involves one (1) device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination of the device revealed that the needle had broken at the distal end of the cannula. The other half of the cannula was not returned. The distal section of the cannulated needle features some deformed sections, indicating that it may have bent or been compacted due to forces on it during use. A review of the device history record (DHR) could not be performed since the lot number was not provided. Confidence kit products do not have their lot numbers printed or etched directly on their surface, though the kit¿s box features the lot number on its label. Without the lot number, no review of its manufacturing records could be completed. The root cause of the cannula breaking cannot be determined from the sample and the information provided. A potential root cause may be accidentally placing significant forces on the cannula during its use in the patient. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.